Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
A customer reported noticing blue particles in the eye during surgery. Another facility treated the patient to remove the blue particles.

Manufacturer narrative:
One opened cassette and drain bag only along with a bss (balanced salt solution) bag in a zip top bag were received for the report of blue particles were seen in the eye. The cassette, drain and bss bag were visually inspected and no blue foreign material was observed. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The complaint evaluation cannot confirm the presence of blue particles and cannot determine that the phacoemulsification tip was the source for any blue particles; therefore a root cause cannot be determined. No action was taken as there was no foreign material found in the cassette, drain or bss bag. All phacoemulsification tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Any nonconformance, such as foreign material, is removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).